Event description:
The pt reported that she has had 4 infusion sets separate at the luer lock connection. She stated that 1 occurred while she was taking the infusion set tubing off. Two occurred while she was sleeping, but her infusion device alarmed and woke her up and she replaced the infusion set. The last event occurred in 2007 when she was sleeping. She reported that her blood glucose was elevated to 498 mg/dl. Her normal range is 100-200 mg/dl. She was feeling nausea and a "belt like feeling of pain around her stomach". She administered a 12 unit insulin injection of humalog to reduce her elevated blood glucose and changed her infusion set then bolused an add'l 12 units of insulin. The pt then reported that her blood glucose "went a little bit on the low side" and she had to bring it back up (actions not provided). The pt did not report requiring medical assistance from a healthcare professional or second party to address the issue. The prod was requested to be returned for eval.